Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The balloon deflated or burst. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted and an investigation will be based on document review. As part of our initiative, a simulation test was conducted with representative samples from production. No burst balloons were observed. Burst balloon could be due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and; therefore complaint is not confirmed.

Event description:
The balloon deflated or burst. The patient's condition was reported as fine.